Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that the patient was going to be evaluated by a healthcare provider to replace the lead. The surgery has not yet been scheduled.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient with an implanted neurostimulator (ins) for dystonia and movement disorders. It was reported that the patient was playing bean bag toss and raised their right arm and felt a shocking sensation. Impedances were later taken and found 0<(>&<)>1 = 31 ohms with programming 1+, 2-, 3-. An x-ray was taken of the neck and chest when the healthcare provider had ordered the neck and head to check the lead/extension connection. It was noted the shocking (down the right side) was unrelated to patient position. The patient felt tingling in their right forehead behind their right ear, along with buzzing behind their right ear, slurred speech, and loss of therapeutic benefit. These symptoms were noted as having a sudden onset. No further complications were reported as a result of this event.